Event description:
While using an mst duet bi-manual aspiration tip to perform the capsule polish portion of a cataract surgeries, the surgeon experienced capsule tears on two different patients with the same aspiration tip. The patient's prognosis was good.

Manufacturer narrative:
The evaluation performed showed that the returned tip was within specification and free of any sharp edges or burrs. The cause of the capsule break is unknown. The facility reported that there were three capsule breaks involving two separate tips. This is the second of two reports.